Event description:
It was reported that during implant attempt, the right atrial (ra) lead had normal numbers when connected in the atrium. Once the ra lead was connected to the implantable cardiac defibrillator (ICD) there was lead noise. The lead was disconnected and had atrial sensing noise with the analyzer. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.